Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that the patient lost consciousness and was unresponsive, then was confused upon waking up. About two or three hours after completion of a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure using a farawave catheter the patient was unconscious in the post-procedure room and unable to be woken up. Initially after the procedure the patient had woken up from anesthesia in a normal fashion. A neurological assessment was done that included a computed tomography (CT) scan of the brain, which showed no signs of neural damage. The patient's cardiac parameters were also monitored. There was no indication for air embolism or blood clot, nor indication of cardiac tamponade, and the patient's blood pressure and heart rate were stable. The patient did wake up eventually and was responsive, though still a little confused. A magnetic resonance imaging scan was also performed along with an encephalographic study, both of which had no findings. The physician's suspected the patient had some kind of reaction to the anesthesia drugs, though this was not confirmed. No further updates on the patient's condition are available. The device is not expected to be returned for analysis due to disposal.